Manufacturer narrative:
(B)(4): no devices received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported that a baby in the picu was receiving blood. The nurse programmed the pump to deliver 20 mls at 5ml/hr. She stated that the pump shut off without an alarm and only 4ml of the total volume infused. There was no patient harm. No additional patient/event information was provided.